Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during implant, the right atrial (ra) lead measured normal values through the analyzer, but the measurement dropped to low pacing impedance values when plugged into the device. The ra lead remains in use for further monitoring. It was also reported that the right ventricular (rv) lead initially exhibited t-wave oversensing (twos) at implant. Optimizing the rv lead setting to partial plus post-ventricular atrial blanking period (pvab) resolved the twos. The rv lead remains in use. No patient complications have been reported as a result of this event.